Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for inaccurate dispense/aspiration of the trueplus pen needles. Wife called on behalf of the customer. Customer stated that the insulin is not being fully aspirated. The package was not opened or damaged when received. Customer has been using the product out of this package for about a week. Customer felt well and was not having any diabetic symptoms. No adverse events has been reported. Customer will discontinue use of the product and go back to the pharmacy for a replacement.